Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to preparation for surgery, history of deep vein thrombosis (dvt) and pulmonary embolism (pe) as well as, anticoagulant complications. Patient is alleging tilt, vena cava perforation, tip of filter embedded into vena cava wall and pain in neck where filter was retrieved. The patient further alleges ¿stress, anxiety, neck and shoulder pain in and around area where filter was retrieved and unable to sleep without assistance.¿ an unsuccessful attempt at device removal occurred (B)(6) 2009. The device was successfully retrieved on (B)(6) 2016.